Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "hard bone lateral prox femur osteotome edge curled over. Metal seems not strong enough to maintain integrity and sharp cutting edge."